Event description:
The customer reported to olympus technical assistance center (tac), during installation, the connecting tube had broken ears. There was no harm or user injury reported due to the event. Patient identifiers (B)(6), (B)(6) and (B)(6) capture related events.

Manufacturer narrative:
The serial number of the subject device was not provided. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.